Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, loss of capture, oversensing and increased pacing impedance was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement of the rv lead was confirmed. No further intervention was performed and the patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported events of failure to capture, oversensing and low pacing impedance were not confirmed. Visual and x-ray examination of the lead did not reveal any anomalies with the exception of procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage and the helix was retracted and clogged with blood/tissue. After cutting the lead, cleaning and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification.